Event description:
It was reported that the insulin pump has a blank display and low battery issues. It was stated that a month ago the battery spilled out into the insulin pump. It was stated that there is a blank display sometimes 2 times per day. A blank display was at night and customer experienced hyperglycemia. The battery life is only 4 days. It was stated that the insulin pump turned off without an alarm. The battery cap will be replaced. Blood glucose value is 4.3 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.